Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 52 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump delivered insulin without user input. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. Recommendation was made to consult with a healthcare provider to discuss diabetes management.